Event description:
Reporter indicated that vns pt experienced an increase in seizure activity above pre-vns baseline frequency after stimulation was initiated. It was reported that the pt experienced between 5-7 seizures per month before vns implant, but that during the five weeks that their device was programmed to on they experienced over 20 seizures. It was reported that the pt's seizure type had not changed and that there had been no recent medication changes or environmental stimuli that may have contributed to the increase in seizure activity. The pt's device was programmed to off, after which their seizure frequency has returned to pre-vns baseline levels. The pt plans to have the device explanted.